Event description:
It was reported that the patient received inappropriate high voltage therapy due to oversensing on the right ventricular lead. The lead was found to be dislodged and was successfully repositioned with no further issues.